Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and was emitting a beep on r-wave that cannot be programmed off. The ICD was removed and replaced.